Event description:
It was reported that during the implant procedure the lead was attempted but not used. The lead could not reach the target position and was removed. The replacement lead could also not be positioned during the procedure. Additionally it was noted the customer commented that the leads were difficult to control while trying to place. The operation was suspended and the lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned for analysis. Analysis was performed and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.